Event description:
Customer reported a leak in the set at an unspecified location. Customer stated "this nurse noted blood backing up into the drip line tubing and the dopamine straight set. Noted there was a leak and hole in the straight set." There was no report of pt harm or medical intervention. Although requested on multiple occasions, no further pt or event info has been provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.